Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a permanent interstim system placement, tension-free vaginal tape, removal of old sling and cystoscopy procedure performed on (B)(6) 2018, for the treatment of urinary frequency, urinary urgency, urge urinary incontinence and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.